Event description:
It was reported that the patient presented to a scheduled defibrillation threshold (dft) testing procedure. During the procedure, ventricular fibrillation (vf) was induced twice. In both occasions, the implantable cardioverter defibrillator (ICD) delivered shocks but failed to convert the rhythm successfully. The rhythm was converted with external defibrillation. The device was explanted and replaced. The patient condition was stable post-procedure.